Manufacturer narrative:
(B)(4). This complaint for the se 2240 was not confirmed due to a lack of sample. The lot number is unknown therefore a batch review was not performed. Not enough data is available within the complaint to identify root cause. The label review found the labeling adequate for the potential use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The sample was discarded and the lot number is unknown. If additional information becomes available, then a follow up MDR will be submitted.

Event description:
A customer contacted baxter's (B)(4) to report a system error (se) 2240 on the home choice (hc). At the time of initial contact, the home patient (hp) stated the hc had been turned off and the samples had been discarded. The technical service representative (tsr) asked the hp to turn the hc on and check the alarm log: (B)(6) 2010 at 0430 se 2367, (B)(6) 2010 at 0428 se 2240. The tsr also verified with the hp that there were no leaks in the supplies and the hp was in the dwell cycle. The tsr explained the alarm and possible causes. The tsr suggested that the hp call when the alarm occurs so baxter can assist with troubleshooting. There was no patient injury or required medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). Follow up with the nurse revealed that she was not aware of the alarm. The nurse stated that the patient had been in the clinic since the incident and the patient was doing well and continuing with therapy. The nurse confirmed that no injury or medical intervention was associated with this report.